Event description:
The customer reported "the pas test configuration" on the heartstart mrx. There was no report patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.